Event description:
Boston scientific crm received information that this newly implanted implantable cardioverter defibrillator (ICD) recorded intermittent inhibition of pacing. It was questioned if this could be due to lead on lead noise or air bubbles in the header. Technical services (ts) discussed both options. It was noted that the oversensing had ceased; however, the patient would continue to be monitored and then evaluated again the next day. Additional information was provided that there were no sensing issues and the pacing inhibition was not greater than 2 seconds for the patient. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, the event will be updated.